Manufacturer narrative:
Patient codes: device codes: (B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear/hole in the inner member was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed mid left circumflex artery. A non-abbott stent was implanted and a 3.25 x 15 mm voyager nc balloon catheter was being used for post-dilatation. While attempting to inflate the balloon, it would not expand and under angiography contrast medium was seen flowing from the distal end of the catheter. The patient felt chest distress and chest pain. The balloon appeared to be ruptured and was removed from the anatomy and the chest pain subsided. The procedure was completed at this time with no further treatment. The patient was sent to the cardiac care unit for observation for 24 hours. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.